Manufacturer narrative:
A steris service technician inspected the processor and found a water leak from the uv light assembly outlet hose connection. The technician unscrewed the hose and saw the hose gasket was compressed. The compression of the hose gasket is evident of over-tightening of the hose connection to the uv assembly outlet. The technician replaced the gasket, ran test cycles and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.